Event description:
It was reported that during pre-use check, the ventilator generated a technical error code indicating communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported technical error code could be duplicated, which indicates that communication between monitoring and breathing subsystems is lost. The control pc board was replaced as recommended in the service manual and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was disposed of on site. Provided ventilator logs confirms the reported technical error code. If the technical error code appears during ventilation, the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. Since the replaced part was not returned for investigation, the root cause of the event has not been determined.